Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that the 2.5 x 18 mini vision was unable to cross the moderately calcified and tortuous target lesion in the proximal left anterior descending artery (plad). As the mini vision stent delivery system (sds) was being removed from the patient, the stent dislodged from the sds in the plad. The mini vision stent was snared out of the patient. There were no adverse patient effects. Nothing else crossed the lesion. Though requested, there was no additional information provided.